Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the snap ring and ball stops are missing on the turning knob. Our investigation found that the device can be opened and closed to the end stop and back. So the spindle does not seem to be damaged. But the snap ring and stop ball on the turning knob are missing due to unknown source. It is concluded that this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a radial lengthening procedure, a small distractor broke because the internal mechanism stopped lengthening. Surgeon was able to complete the procedure without any adverse effect on patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.